Manufacturer narrative:
(B)(4). Event evaluation: a review of complaint history, drawings, manufacturing instructions, and trends was conducted during the investigation. The used device and four returned unused devices were returned to assist in the investigation. The used complaint device was leak tested using a pulsatile flow, and was found to leak from the check-flo valve as stated by the customer. The other four returned, unused devices were confirmed for leakage. The valve was disassembled on the used device, and there exhibited excessive glue holding the cap to the valve. The health risk to the patient has been assess for valve leakage with rycfw introducers and concluded that its occurrence is unlikely to lead to a serious adverse health consequence to the patient. The appropriate internal personnel have been notified, and we will continue to monitor for similar complaints.

Event description:
During a fistulagram procedure, the sheath was inserted into the fistula. While the physician was loading the wire and catheter in and out of the sheath, the valve was leaking considerably. The physician felt that the valve was faulty as it was not stopping the back-flow of blood. The physician was experiencing back bleeding even without a wire or catheter in the valve. The procedure was successfully completed with the device in question. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During a fistulogram procedure, the sheath was inserted into the fistula. While the physician was loading the wire and catheter in and out of the sheath, the valve was leaking considerably. The physician felt that the valve was faulty as it was not stopping the back-flow of blood. The physician was experiencing back bleeding even without a wire or catheter in the valve. The procedure was successfully completed with the device in question. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.